Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for antibody to (B)(6) on an e601 analyzer. The sample initially resulted as 113.3 iu/l and this value was reported outside of the laboratory. The sample was repeated in a second laboratory using an abbott analyzer, resulting as 9.5 (non-reactive). The sample was also repeated in a third laboratory using an abbott analyzer, resulting as 11 (reference range is < 10). No units of measure were provided for the values from the abbott analyzers. The patient was not adversely affected. The e601 analyzer serial number is (B)(4).

Manufacturer narrative:
The units of measure used for the abbott assay are iu/l. Investigations could not determine a specific root cause as there was no sample remaining for investigation. Based upon the information provided, it is very likely that the result obtained with the anti-hbs assays is a true positive result.